Event description:
It was reported that syringe 10ml ll tip bulk convenience pak contained foreign matter. The following information was provided by the initial reporter: "it was reported that after drawing up medication, a mass was noticed on the stopper. Event description per attached email states: one of my IV techs was drawing up medicine into a bd syringe and found an abnormal mass on the rubber stopper. Unfortunately, we don't have the lot of the syringe. I also didn't now if your qa dept wanted me to send this is for further analysis. Follow up: ¿ do you know the date of the event and when was this reported? The event happened on aug 30, 2002 and was reported on sep 1, 2020. ¿ would you be able to provide us with the material numbers? The syringe was obtained from the bd 10ml syringe luer-lok tip bulk sterile convenience pak (ref309605) ¿ do you have sample available that can be sent for evaluation? Yes we have the sample available. Currently, the syringe has IV zofran liquid in the syringe. According to tech, she was drawing zofran into syringe and then noticed the mass on the rubber stopper. Her and her supervising pharmacist do not think its due to the zofran liquid."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-09-15. H.6. Investigation summary one photo and one loose 10ml syringe containing approximately 5ml of clear fluid with a white tip cap attached was received and evaluated. The physical sample was evaluated through the packaging. It was observed there was a large whitish grey colored foreign matter particle inside the fluid path attached to the stopper. The particle appeared to be plastic and was large enough in size to be rejectable per product specification. The potential root cause for the foreign matter defect is likely associated with the assembly process. It is possible a build up of plastic occurred and was inadvertently introduced into the barrel. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak contained foreign matter. The following information was provided by the initial reporter: "it was reported that after drawing up medication, a mass was noticed on the stopper. Event description per attached email states: one of my IV techs was drawing up medicine into a bd syringe and found an abnormal mass on the rubber stopper. Unfortunately, we don't have the lot of the syringe. I also didn't now if your qa dept wanted me to send this is for further analysis. Follow up: do you know the date of the event and when was this reported? The event happened on (B)(6) 2002 and was reported on (B)(6) 2020. Would you be able to provide us with the material numbers? The syringe was obtained from the bd 10ml syringe luer-lok tip bulk sterile convenience pak (B)(4). Do you have sample available that can be sent for evaluation? Yes we have the sample available. Currently, the syringe has IV zofran liquid in the syringe. According to tech, she was drawing zofran into syringe and then noticed the mass on the rubber stopper. Her and her supervising pharmacist do not think its due to the zofran liquid."